Event description:
It was reported that when lifting the ilet from its charger the top display separated from the bottom housing, consistent with a device bonding failure at the display component, and the user experienced trouble using the device afterward while the screen remained usable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem associated with the display assembly consistent with loss of or failure to bond of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.